Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and smart device occurred. It was reported that the smart device operating system was not a supported system. No additional patient or event information is available. Data was returned and evaluated. Data review confirmed the reported loss of connection event. The probable cause was determined to be caused by the smart device platform/operating system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.